Event description:
It was reported the device was set to run 3 ml over 10 min and likely due to the high rate would run up against occlusion alerts. The rns report right before the occlusion alarm started, they would see the total volume delivery amount and time remaining change. So the pump would read 2.5 ml delivered, 3:30 min remaining, then just before the occlusion alarm, these numbers would update to 2 ml and 6:30 min, respectively. When the rn went to resume the infusion these new values would remain. It is unknown if there was patient involvement and no adverse patient effects were reported by the customer.

Manufacturer narrative:
Other, other text: additional information is provided for h.2 and h.6. No product was returned. The investigation determined the most probable cause to be due to flowsentry software reducing the rate of infusion to prevent an occlusion from occurring, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. No serial number was provided; therefore, a history record review could not be conducted. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com.

Manufacturer narrative:
Additional information is provided for h.2 and h.6. No product was returned. The investigation determined the most probable cause to be due to flowsentry software reducing the rate of infusion to prevent an occlusion from occurring, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. No serial number was provided; therefore, a history record review could not be conducted. For all enquiries or follow-up questions related to the record, do not use (B)(4) located in sections g.1., please direct those to the following: (B)(4).